Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that on the 1st proximal row, the stent struts were slightly flared. The undamaged distal section of the crimped stent od (outer diameter) was measured using snap gauge and the result was within the maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues on the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jan-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Predilation was performed with a 2.5x20 maverick balloon catheter. A 2.75 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.